Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead were implanted after the use before date. The le ads remain in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.